Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). The closure device was repositioned several times and release criteria was not evaluated prior to closure device release. The closure device embolized into the left atrium where it was successfully recaptured and removed from the patient. The procedure was completed with a second 27mm watchman flx closure device and wds. No patient complications were reported.